Event description:
Procedure: adrenalectomy: reportedly, during the operation, the outer silicone layer of the balloon ruptured causing the balloon to deflate. Pieces of silicone fell into the pt's surgical cavity. All pieces were retrieved without difficulty. No pt injury reported.